Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that a cancelled procedure occurred. A synergy ous mr 2.75mm x 12mm catheter was selected for use to advance to the target lesion. During delivery, the catheter was unable to cross right before reaching the lesion. Since the catheter was unable to cross the lesion, despite being forcibly pushed, the usage was stopped. No patient complications were reported.